Event description:
As initially reported by an eye care professional on (B)(6) 2014, a patient experienced irritation with contact lenses. Further info received by the eye care professional on (B)(6) 2014 clarified both the event and the diagnosis as microbial keratitis with the presence of a peripheral corneal ulcer in the right eye, per examination findings on (B)(6) 2014. The patient experienced symptoms of severe pain/discomfort, moderate redness, and a watery discharge from the right eye. Additional physical exam findings showed moderate corneal staining (<50%), no anterior chamber reaction, and no change in a best correct visual acuity of 20/20 prior to and after the event. The patient was prescribed vigamox eye drops for an unspecified amount of time and was instructed to not resume contact lens wear during the course of treatment for this event. It has been confirmed by the eye care professional that the event has resolved and that the patient has continued with contact lens wear.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).